Event description:
It was reported that when another co's guide wire was backloaded into the powersail outside the anatomy, some soft resistance was felt. The guide wire was withdrawn and the tip of the powersail had separated. No pt injury occurred.